Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box revealed no evidence of alkaline batteries being installed. The ¿pump will not accept alkaline battery¿ complaint was unable to be duplicated during the investigation. The returned battery cap was secured to the pump and maintained an electrical connection. The battery compartment was found to be intact with no damage or cracks observed. There was no evidence of moisture observed inside the battery compartment. The pump current draws were within specifications. The pump was exercised for 24 hours using an alkaline battery with no power interruptions occurring. The pump case was removed and there was no intermittent conditions or moisture found inside the pump.